Event description:
It was reported on (B)(6) 2015 by the eye care professional (ecp) that one of their patients experienced bilateral corneal ulcers with a pair of daily disposable lenses. At the time of the report, the patient was resolved and had been refit in a different contact lens brand. No other information has been provided at this time. Additional information has been requested but not yet received.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which lot contributed to the event. Please refer to 1065835-2015-00508 for the description of the first report. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. This report reflects lot number a0386377, which was confirmed to be the affected lot number involved, based on additional information received on 06/09/2015. Please refer to 1065835-2015-00508 for the description of the first report, which was not the affected lot number.

Event description:
Additional information was received on 06/01/2015 regarding this complaint via an adverse event (ae) form filled out by the treating eye care professional (ecp). The date of the patient's first office visit was (B)(6) 2015, and the patient said the event began on (B)(6) 2015. The second office visit was on (B)(6) 2015. Only the left eye was involved, (lot number a0386377). The event occurred with the patient wearing a brand new lens. There were no known contributing factors. There was no culture, biopsy, or scrapping performed. The event caused mild pain, mild redness, and watery discharge was present. There was no anterior chamber reaction. There was an ulcer - peripheral and less than 1mm in size. A "few" infiltrates were present. The largest infiltrate was the size of a pin point. There was corneal staining and the severity was mild. Less than 50% of the cornea showed staining. Permanent scarring was noted. The clinical diagnosis was marginal corneal ulcer. The patient was prescribed moxifloxacin 1gtt bid os. The event resolved. The consumer was not able to wear contact lenses during the event however; the consumer has resumed lens wear. The event did reoccur upon resumption of lens wear. The best corrected visual acuity prior to and after the event was 20/20. The patient decided to change back to his previous contact lens brand after the second incident. He has not had any problems since switching back to his previous brand. Treatment and non-aggressive follow up do not indicate an infectious event and the ulcer location is indicated as peripheral. Based on review of the facts available at this time this event is not considered serious or reportable.

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which lot contributed to the event. Product has been returned for evaluation and found to be within specification. The investigation including root cause analysis is also in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).